Event description:
Kimberly-clark received a report from (B)(6) stating, "the jejunal tube was found to be present in the stomach via contrast study contrast injected into the jejunal port. The contrast exited into stomach. The mic-j tube was removed under general anesthesia and a perforation in the jejunal portion of the tube was observed just below the balloon.¿ (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.